Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The stored electrogram showed that the implantable cardioverter defibrillator exhibited post paced t wave oversensing on the ventricular channel. The patient did not receive therapy during oversensing. Also, the premature ventricular contractions were not being sensed on the far field channel. Programming changes were discussed but not yet performed. No patient symptoms were reported and the patient was doing well.